Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hernia repair, the trocar failed. One of the internal rings of the trocar popped off, the ring that popped off fell into the body cavity and was able to be easily recovered. The failed trocar was removed and new one placed with no further issues.